Event description:
The valve was implanted in a patient with a one month history of traumatic head injury with intracerebral hemorrhage. The patient developed external hydrocephalus; the lumbar peritoneal shunt was put in. The patient had collapse of the ventricular system because of overdrainage. The valve system was clamped and cerebrospinal fluid reaccumulated. After about two weeks, in a second surgical procedure, the shunt was removed and a programmable pressure shunt was implanted.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.